Manufacturer narrative:
The event occurred on an unspecified month and date 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of flexicaps were damaged. The damaged packaging was further described as, ¿there were pin holes in the overwrapping of the flexicaps. They stated that some of the flexicaps looked like they had been opened and retaped. The customer reported that the outside of the of the flexicap overwrapping was dirty¿. This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: twenty-three (23) were received for evaluation. A visual inspection performed with naked eye noted dirty and damaged pouches. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.